Manufacturer narrative:
B3 event date: it was reported that the peritonitis occurred in the fall of 2024. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "fungal/scarring" peritonitis. The cause of the peritonitis was not reported. It was not reported that if the patient was hospitalized. Treatment were not reported. At the time of this report, the patient outcome was not reported. It as reported that the patient had transitioned to hemodialysis. No additional information was available.